Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the capped lead was partially explanted.

Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture and triggered an alert for undefined high superior vena cava (svc) coil impedance values. Several days later the rv lead triggered an alert for undefined high rv coil impedance values. The lead was capped and replaced. No patient complications have been reported as a result of this event.